Manufacturer narrative:
On 16-jul-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. As soon as the smart touch sf catheter was removed from the sheath, the catheter's movement suddenly became abnormal on the carto3 screen. The catheter was visible externally, and the tip seemed to be damaged. Right after the smart touch sf catheter was used in the procedure of the ventricle. The physician commented that the sheath seemed to have kinked and that was the cause. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Device investigation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a carto 3 evaluation of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. Carto 3 test was performed, in accordance with bwi procedures. The product was working correctly: it was properly recognized and visualized. However, it is known that the pebax damaged can be related to the abnormal visualization of the catheter during procedure. The entrapment presented during procedure can be related to a contraindication of the instructions for use: "do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft." A manufacturing record evaluation was performed for the finished device 30448289m number, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following warning stated in the carto 3 system manual, which it was performed for this product: if the problem persists, replace the catheter cable or the catheter. Regarding the hole in the pebax, the instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. As soon as the smart touch sf catheter was removed from the sheath, the catheter's movement suddenly became abnormal on the carto3 screen. The catheter was visible externally, and the tip seemed to be damaged. Right after the smart touch sf catheter was used in the procedure of the ventricle. The physician commented that the sheath seemed to have kinked and that was the cause. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. No wires were exposed, and the damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The visualization issue is not MDR-reportable. The broken tip is MDR-reportable.

Manufacturer narrative:
On 5/4/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).